Event description:
The user facility reported that the patient had a history of peripheral artery disease and was being treated in the cath lab for severe claudication. After performing initial angiogram, it showed the patient had a chronic total occlusion of the right popliteal artery. The physician attempted to cross the chronic total occlusion (cto) with the wire through a .018 cook cxi crossing catheter. The catheter and wire were advanced through sub intimal space. The wire was manipulated to reenter into true lumen, and they noticed the tip had broken off. The physician made multiple attempts to retrieve the tip of the wire with a snare; however, it was unsuccessful. After multiple attempts to recanalize the artery the physician was unsuccessful, and the case was aborted. There was no negative outcome for the patient post procedure. The procedure performed was a right lower extremity angiogram. Additional information was received on 13aug2025: there was no harm to the patient.